Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a total laparoscopic hysterectomy at forbes hospital. Following the procedure, it was discovered that a portion of the needle had broken off and lodged into the patients pelvis. The surgeon elected to not perform surgery to remove the broken needle from the patients body.